Event description:
It was reported that the customer had low blood glucose levels of 60 mg/dl. The customer reported having issues with the transmitter of the insulin pump and requested assistance testing it. Assistance was provided and the transmitter of the insulin pump was found to be functioning properly. The customer also reported a lost sensor alert from the insulin pump. The customer further reported that the vibrate alarm of the insulin pump was not going off when it was supposed to. The customer would turn off the insulin pump for an hour and it would thereafter function properly. The customer further reported encountering said problem when she uses a specific sensor for the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.